Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaftbreak.

Event description:
It was reported that, during a lithotripsy procedure, a percuflex plus ureteral stent was intended to be used. During the preparation, it was found that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported.